Event description:
Spacelabs received a report that a central station monitor lost communication with the bedside monitor and failed to alarm for asystole.

Manufacturer narrative:
Testing carried out by spacelabs identified the root cause as the network switch used in the hospital. The investigation revealed that when a d-link network switch, model no. Des-1024 or des-1024(r), was in use, communication between an elance bedside monitor and the central cannot be automatically restored once the communication is lost. In this circumstance, the central will not alarm when the bedside monitor alarms. The customer has been advised not to use the des-1024(x) network switch to prevent future reoccurrences. Spacelabs field staff have been notified to watch out for this type of switch during installation and related information is being added to product documentation. A field service engineer has helped the customer replace the switch with a recommended network switch. After changing to the new switch, there were no failures reported in the last 2 weeks. This supplemental report is considered final and the issue is closed.

Manufacturer narrative:
Spacelabs is working with the customer to collect information to start our investigation. At this time there is insufficient data to identify root cause or draw any conclusion.no one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that a central station monitor lost communication with the bedside monitor and failed to alarm for asystole.